Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was having "minor issues with batteries". No further information was provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It is unclear at this time if the battery issue was causing any power issues with the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.